Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. There was no report of harm/injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously mentioned in section b.3 & g.3 the incorrect date of 05/01/2022 the correct date should have been entered as 01/05/2022.

Manufacturer narrative:
The manufacturer previously did not mentioned date in section g3. After review it was determined the date should be (B)(6) 2022. G2 was previously marked as consumer after review now foreign and company representative also marked.e1 was incorrectly reported as USA after review it was determined it should be hong kong and email ID and phone no is updated in this report.